Event description:
Per the clinic, the patient experienced a middle ear infection resulting in the extrusion of the electrode array through the tympanic membrane.surgery to relocate the array is planned but has not taken place at the time of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.